Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under (B)(4) and device 2 is being reported under (B)(4).

Event description:
Endoleak (type3a): tevar was performed on (B)(6) 2022. Two pcs of the relay plus devices (28-m332250282490u: lot#2206010018, 28-m340250402590u: lot # 2009110056) were used. Since the overlapping length was not enough, a zenith alpha distal extension ([?]42 mm x 94 mm, cook) was additionally implanted in the connecting part of the relay plus devices, and the procedure was completed successfully. However, pre-discharge angiographic CT confirmed type 3a endoleak. On (B)(6) 2022, additional tevar was performed, and a relay pro (28-n4-42-204-38u: lot#2205200425) was implanted. After the implantation, the endoleak disappeared, and the procedure was successfully completed. Operation type: tevar (tc# (B)(4)). Patient outcome - "no health damage to the patient."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00171 and device 2 is being reported under.

Event description:
Endoleak (type3a): tevar was performed on september 22. Two pcs of the relay plus devices (28-m332250282490u: lot#2206010018, 28-m340250402590u: lot # 2009110056) were used. Since the overlapping length was not enough, a zenith alpha distal extension ([?]42 mm x 94 mm, cook) was additionally implanted in the connecting part of the relay plus devices, and the procedure was completed successfully. However, pre-discharge angiographic CT confirmed type 3a endoleak. On october 12, additional tevar was performed, and a relay pro (28-n4-42-204-38u: lot#2205200425) was implanted. After the implantation, the endoleak disappeared, and the procedure was successfully completed. Operation type: tevar (tc#bm221000986) patient outcome - "no health damage to the patient."